Event description:
The hcp reported the pump was explanted due to an infection - "open wound over pump increasing size and draining - back draining also." The pt was treated with antibiotics. A follow up report will be sent when add'l info is rec'd.